Event description:
A cook endoscopy perctaneous endoscopic gastrostomy set was placed in the pt without difficulty. Approx 4 to 6 weeks later, the gastric feeding device was removed at a different facility from which it was initially placed. During removal of the gastric feeding device, the internal dome separated from the feeding tube and detached in the pt's stomach. The detached portion was left to pass naturally through the pt's gastrointestinal tract. The pt did not require any add'l procedures related to this occurrence and the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. Info that would facilitate review of the device history record (ie. Lot number) was not provided with the initial report. We were unable to conduct a sample test from this batch because the lot number was not provided with this report. A review of the twelve month complaint history record for this product family was conducted. In the past twelve months, there have been no other reported events of internal bolster detachment. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurence is remote. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. A definitive cause for the reported observation was unable to be determined. If the feeding tube is subjected to excessive pressure during removal, damage such as breakage and detachment can occur. The instructions for use for this device instruct the user to grasp the gastric feeding device near the stoma site. While slowly rotating the tube, gently push 1-2 cm of the tube into the stomach to separate the tube from the stoma tract. The user is further instructed to hold the gastric tube near the stoma site and apply counter pressure by placing the fingers of the other hand around the base of the tube. Holding the gastric tube straight, apply steady traction to the tube until the internal dome emerges through the abdominal wall. The tube must be pulled straight out of the stoma tract. Info provided with this report indicated the physician removed the gastric feeding device by pushing the tube inward, then grasping the base of the tubing with what was described as "good force." The tube was then slowly pulled out with a twisting motion. The instructions for use warn that if the tube does not rotate freely within the tract, traction as a method of removal should not be attempted. Info provided with this report indicated the tube rotated freely within the stoma tract. Damage to the integrity of the peg tube can occur if the device is stored prior to use in temperature extemes or in an area that is not a dry location. Info provided with the report indicated the device is stored in a temperature controlled room in a dark dry cabinet and was not exposed to temperature extremes. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. After a review of the 12 months complaint history for this product line confirmed this report represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.